Event description:
Reporter stated that she gave the customer insulin with a result of 434 mg/dl on the advantage system. Reporter alleged that 1.5 hours later, he obtained a discrepant blood glucose result of 329 mg/dl on the same advantage system compared back to back with a result of 48 mg/dl on the emt's meter when testing was performed less than 10 minutes apart. Reporter indicated that he was experiencing some symptoms during the time of testing, but his nurse wasn't sure if they were hypoglycemic or hyperglycemic. Reporter stated that the emts treated him with a glucose injection and took him to the hosp. It is not provided if there were any other actions taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.